Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and ovarian germ cell teratoma benign ("tumor/teratoma/cancer: right ovary mature cystic teratoma/right dermoid cyst") in an adult female patient who had essure (batch no. 629145/629146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal discharge ("heavy vaginal discharge"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and dry skin ("rashes or skin conditions: dry skin on arms"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian germ cell teratoma benign (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), back pain ("lower back pain"), alopecia ("hair loss"), feeling abnormal ("brain fog"), migraine ("migraine headache"), fatigue ("fatigue"), amnesia ("memory loss"), weight increased ("weight gain"), hormone level abnormal ("hormonal changes"), infection ("infection (other)") and headache ("headaches,"). The patient was treated with surgery ((B)(6) 2012, total hysterectomy (uterus and cervix removed).) And surgery (oophorectomy (one side removal of ovary)). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, ovarian germ cell teratoma benign, dyspareunia, abdominal pain, abdominal pain lower, feeling abnormal, fatigue, weight increased, hormone level abnormal, infection and headache outcome was unknown, the vaginal discharge, dysmenorrhoea, back pain, amnesia and dry skin had resolved and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hormone level abnormal, infection, migraine, ovarian germ cell teratoma benign, pelvic pain, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. On an unspecified date essure confirmation test done which showed total bilateral occlusion. Lot numbers and exp/MFR dates: 629145 jan2012 / jan2009; 629146 jan2012 / jan2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical compliant. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and ovarian germ cell teratoma benign ("tumor/teratoma/cancer: right ovary mature cystic teratoma/right dermoid cyst") in an adult female patient who had essure (batch no. 629145/629146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal discharge ("heavy vaginal discharge"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and dry skin ("rashes or skin conditions: dry skin on arms"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian germ cell teratoma benign (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), back pain ("lower back pain"), alopecia ("hair loss"), feeling abnormal ("brain fog"), migraine ("migraine headache"), fatigue ("fatigue"), amnesia ("memory loss"), weight increased ("weight gain"), hormone level abnormal ("hormonal changes"), infection ("infection (other)") and headache ("headaches,"). The patient was treated with surgery (oct2012, total hysterectomy (uterus and cervix removed).) And surgery (oophorectomy (one side removal of ovary)). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, ovarian germ cell teratoma benign, dyspareunia, abdominal pain, abdominal pain lower, feeling abnormal, fatigue, weight increased, hormone level abnormal, infection and headache outcome was unknown, the vaginal discharge, dysmenorrhoea, back pain, amnesia and dry skin had resolved and the migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hormone level abnormal, infection, migraine, ovarian germ cell teratoma benign, pelvic pain, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. On an unspecified date essure confirmation test done which showed total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received:the event dysmenorrhea, fatigue, memory loss, rashes or skin conditions: dry skin on arms, mature cystic teratoma, weight gain, right dermoid cyst, hormonal changes, infection (other), headaches added. Concurrent condition, events outcome,reporters, lot numbers added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), back pain ("lower back pain"), alopecia ("hair loss"), amnesia ("memory loss"), feeling abnormal ("brain fog"), migraine ("migraine headache") and vaginal discharge ("heavy vaginal discharge"). The patient was treated with surgery (patient underwent a procedure to remove essure). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, abdominal pain lower, back pain, amnesia, feeling abnormal, migraine and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, dyspareunia, feeling abnormal, migraine, pelvic pain and vaginal discharge to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.